Event description:
It was reported that product is sharp-edged. After use of the product an injury of the nasal mucosa was noted and bleeding occurred. The bleeding was treated by nasal tamponade and had no further consequences for the patient. Patient is doing well.

Manufacturer narrative:
(B)(4). The actual sample was returned for evaluation. A visual exam was performed and a red stain was observed on the tube. Further inspection of the device did not reveal any sharp edges at the tip of the tube. A device history record review was performed and no relevant findings were identified. Based on the visual exam the complaint could not be confirmed. There were no sharp edges found on the device. The manufacturer reports that 100% inspection is performed at the supplier facility, iqc, and manufacturing site prior to release. There were no issues found with the returned device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "product is sharp-edged. After use of the product an injury of the nasal mucosa was noted and bleeding occurred. The bleeding was treated by nasal tamponade and had no further consequences for the patient. Patient is doing well.